Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
When the surgeon placed the probe and attached it to the monitor the monitor displayed an e01 error signal. It was suggested that the pouch was not able to inflate. The surgeon then had to remove the probe and replace it with another probe.

Manufacturer narrative:
This MDR was filed retrospectively. The returned probe showed two strong kinks of its tubing. Strong kinks are known to result in error messages from the icp monitor. The kinks were deemed to have originated from faulty handling by the user. The kinks were due to too tight suturing without suture plate. There is a specific warning in the instruction for use against this type of misuse. This report is filed in abundance of caution.

Event description:
When the surgeon placed the probe and attached it to the monitor the monitor displayed an e01 error signal. It was suggested that the pouch was not able to inflate. The surgeon then had to remove the probe and replace it with another probe.